Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review for part: #391.201 -synthes lot # p028088. Release to warehouse date:25jul2008. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgery on (B)(6) 2017 a 1.7mm cable implant became stuck in a cable tensioner. The surgery was successfully completed with a ten minute delay due to the surgeon unsuccessfully attempting to remove the cable from the tensioner. The surgeon cut away a part of the cable and discarded it during the surgery. There were no fragments generated. Surgery was completed successfully utilizing a different cable tensioner. No additional medical intervention was required. This report is for one (1) cable tensioner. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject devices. This complaint is confirmed. A cable tensioner was received at cq with a cable stuck inside. The visible end of the cable is frayed. The gold knob on the tensioner spins freely in both directions but no longer drives tension. The complaint condition was not able to replicated at cq as the cable is stuck in the tensioner and the tensioner will not release it. No new malfunctions were identified as a result of the investigation. The returned cable and cable tensioner are devices available for use in the orthopaedic cable system with instructions for use in technique guide (relevant technique guide). A visual inspection under 5x magnification and drawing review were performed as part of this investigation. A cable tensioner was received at cq with a cable stuck inside. The visible end of the cable which is protruding from the distal end of the tensioner is frayed. The diameter of the cable was unable to be measured at cq as the visible end is frayed and the remainder is inaccessible (stuck inside tensioner). The part# 298.801.01s 1.7mm cable with crimp 750mm-sterile: drawing was reviewed during this investigation. No product design issues or discrepancies were observed. The part#391.201 cable tensioner: drawings were reviewed during this investigation. No product design issues or discrepancies were observed. A root cause could not be determined. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.